Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of increased controller temperatures was unable to be confirmed. The system controller (serial number: (B)(6)) was not returned for analysis; however, the 11v backup battery (serial number: su315292) was returned for analysis and a log file was submitted for review. A review of the submitted log file showed events spanning approximately 3 days (08aug2021 ¿ 11aug2021 per timestamp). The controller temperature was shown to be higher while connected to the mpu and on 10aug2021 at 06:26:13, the controller was shown to reach temperatures up to 53 degrees celsius. This is above the acceptable temperature range stated in the heartmate 3 IFU section 2 ¿system operations.¿ the average temperature of the controller throughout the log file was approximately 43.5 degrees celsius. The recorded temperature in the log file correlated to the internal controller temperature and therefore cannot be correlated to the external controller temperature at the time of the event. There were no notable alarms active in the log file. Pump operation was not affected. The backup battery underwent functional and preliminary testing and passed. The battery was placed in a test controller and was connected to a temperature sensor for one hour while the operating a mock loop. During this time, a stable temperature of 24.5 degrees celsius was recorded. This is within the acceptable temperature range stated in the heartmate 3 IFU section 2 ¿system operations.¿. Additional information provided on 23aug2021 stated that after replacing the backup battery, the controller was noticeably cooler. Additional information provided on 16aug2021 stated that the replaced backup battery will not be returning. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate iii instructions for use, rev. C section 2 entitled ¿system operations¿ and heartmate iii patient handbook, rev. C, section 2 entitled ¿how your heart pump works¿ states that the acceptable temperature range for the system controller is 32°f - 104°f. It also cautions users to ¿not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f)¿. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6)) and were found to pass all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's controller was becoming very hot when connected to the mobile power unit (mpu). The mpu was connected through an extension cord to the outlet. A review of the log file revealed times when the controller temperatures were high when on the mpu. These occurred in the early morning when the patient was likely sleeping. Mpu removed from extension cord and plugged directly into outlet and the issue persisted. Additional information revealed that while the patient was admitted to the hospital, the emergency backup battery (ebb) was exchanged after which the controller's temperature was noticeably cooler. The patient was stable with no additional plans.